Event description:
It was reported that a pericardial effusion occurred. A watchman access system (was) was positioned and a watchman laa closure device & delivery system (wds) were selected for use during a left atrial appendage (laa) closure procedure. Procedure was successfully completed. Later that night, patient developed a pericardial effusion and a pericardiocentesis was performed. No further complications were reported. Patient is stable and was discharged.